Event description:
It was reported that the customer's insulin pump experienced a keypad anomaly. The numbers on the screen began scrolling during a bolus. The customer removed and reinserted the insulin pump's battery, but the issue continued. The customer's blood glucose level was 167 mg/dl. Standard troubleshooting was performed. It was discovered that the customer wears the insulin pump in a pouch in her bra, and it could have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.